Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during a procedure of a lesion in the aorta, the whisper ls guide wire was used and while crossing the subclavian artery the wire separated; it was not specified if resistance was noted. The physician removed the separated segment using snares. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. One sterile representative sample with the same part and lot number was returned for evaluation. The guide wire was returned in a sealed sterile pouch. There was no damage noted to the guide wire. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot revealed no other incidents reported for separations. Based on the reviewed information, no product deficiency was identified.